Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that there were two similar complaint reported for the reported failure mode and serial number. The historical data was analyzed and escalation was not required for the reported failure mode and serial batch. Trend analysis: (4110) the overall 24 month product complaint trend data for the period may-2019 through apr-2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found codes 111 & 112 in the iabp device logs. To fix the issue, the fse replaced the video generator board, and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown, a nurse was there and turned it back on and therapy was resumed. No patient harm, serious injury or adverse event was reported.